Event description:
The catalyst unit allegedly stopped working properly during cataract extraction. The surgeon depressed the footswitch fully, and allegedly, the unit still did not work. Another member of the surgical team apparently noticed that the video monitor was blurry. Allegedly, after a few seconds later, the unit started working at a greater intensity than normal. Cataract debris fell to the back of the pt's eye, and a vitrectomy procedure was performed to remove the remaining fragments.